Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon receiving the package, sterile barrier of the package allegedly breached. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one sealed groshong 8 f single-lumen cv catheter kit was returned for evaluation and three electronic photos were provided for review. The investigation is confirmed for the reported tear, rip or hole in device packaging as a small hole is noted on the tyvek lid of the package during sample evaluation and the photo review also confirms the same. Further during photo review the inner cardboard partitions were found missing inside the carton box. However, the investigation is inconclusive for the reported component missing issue as the exact circumstances at the time of the reported events are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 10/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon receiving the package, sterile barrier of the package allegedly breached. It was further reported that the component was allegedly missing. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one sealed groshong 8 f single-lumen cv catheter kit was returned for evaluation and three electronic photos were provided for review. The investigation is confirmed for the reported tear, rip or hole in device packaging as a small hole is noted on the tyvek lid of the package during sample evaluation and the photo review also confirms the same. Further during photo review the inner cardboard partitions were found missing inside the carton box. However, the investigation is inconclusive for the reported component missing issue as the exact circumstances at the time of the reported events are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon receiving the package, sterile barrier of the package allegedly breached. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that upon receiving the package, sterile barrier of the package allegedly breached. There was no patient contact.